Manufacturer narrative:
(B)(4) d10: unk zmr stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient is being considered for a custom triflange product due to unknown reasons. The surgeon implanted an all poly cup on an unknown date as a temporary implant while the triflange is made. A full revision has not yet taken place. Attempts have been made and no further information has been provided.